Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that the drill bit is broken. The measurable dimensions of the broken drill bit were checked and found to be in compliance with the technical drawings and ao asif specification. The cross section of the broken surface shows no irregularities; therefore we have to assume that too much mechanical force well beyond its calculated design has been applied during surgery which resulted in the breakage of the device. Please note that blunt drill bits require more mechanical power during the application, therefore we recommend that blunt or damaged instruments need to be exchanged before surgery. No product fault could be detected. Device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
It was reported that the drill bit broke during surgery. Drill broke during appropriate use at the point which its shaft interfaces with the jacobs chuck connection for the power-tool. This is report 1 of 1 for complaint (B)(4).